Event description:
It was reported while using bd nexiva¿ closed IV catheter system - dual port 20 ga 1.00 in the catheter was damaged. There was no report of patient impact. The following information was provided by the initial reporter: a couple of nurses also mentioned the catheter shredding.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: medical device lot #: 2136389. Medical device expiration date: 30apr2025. Device manufacture date: 18may2022. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
Since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported while using bd nexiva¿ closed IV catheter system - dual port 20 ga 1.00 in the catheter was damaged. There was no report of patient impact. The following information was provided by the initial reporter: a couple of nurses also mentioned the catheter shreading.